Event description:
A patient reported an issue with the insulin cartridge, as insulin was coming out when attempting to fill it. There was no adverse impact to the customer¿s blood glucose level. Tandem diabetes care was requested to reach out for more information and arrange for a cartridge replacement.